Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device was returned to caire for an evaluation. The companion 5 unit was alarming for low o2 and had dust coming out of the vents and therefore no oxygen or flow readings were taken. There was no dust coming out of the outlet barb therefore there was no risk of sieve reaching the patient. Upon internal inspection, the unit was found to be extremely dusty. Based on the status of the unit, no specific root cause can be determined of the dusting. No further inspection of components was taken.

Event description:
The unit was returned to the distributor, and it was noted that there was sieve dust in the cannula.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device has been returned to caire for an evaluation. If any new information is discovered, a follow-up report will be submitted.